Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer initially did not have the necessary charging cable or supplies to reset the pump but later called back for assistance. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arose again.